Event description:
The customer returned the duodenovideoscope to the service center with water flows over the lens during gas insufflation allegation. During device analysis, it was found that there was a gap in adhesive area between supply plug in and distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.